Event description:
It was reported that the balloon burst. The patient was undergoing percutaneous coronary intervention. The target lesion was located in the moderately tortuous and severely calcified right coronary artery. Following pre-dilatation with 2.50 x 15mm maverick balloon catheter, a 3.50 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, due to severe clarification, the stent failed to cross and the balloon burst. The procedure was completed with another of same device. There were no patient complications, and the patient condition was stable post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.